Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing resulting in delivery of inappropriate shocks and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected near the area of the clavicle. Additionally, the patient reported that the device emitted beeping tones for approximately one year. The device was noted to have reached end of life (eol). An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.